Manufacturer narrative:
Additional narrative: product investigation summary: one of the following device(s) was received: sliding mechanism - collinear reduction clamp (part 314.291 / lot 2155878) the device was received with the black handle broken below the inferior screw. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The design was determined to be sufficient for its intended use when used and maintained as recommended. Although the root cause cannot be definitively determined, it is most probable that the complaint condition is the result of the method of use and handling. The evaluation shows that this device is used in conjunction with an attachment arms to construct the collinear reduction clamp. This clamp is intended to assist in achieving and maintaining fracture reduction in minimally invasive techniques. The break is roughly transverse and located around the lower portion of the inferior screw and around where the metal stem ends. The balance of the device is in good condition with only light surface scratches and functions as intended. Thus, the complaint condition is confirmed, but cannot be replicated because the handle is already broken. The associated drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. It is likely that rough handling between cases has compromised the handle of this device due to dropping or being dropped upon by heavy instruments. Applied force likely permitted final separation. It is important that instruments such as these are handled with care and undergo inspection for suitability of use between cleaning and reprocessing steps as recommended. Proper care and maintenance is addressed in the following literature. Thus, although the root cause cannot be definitively determined, it is most probable that the complaint condition is the result of the method of use and handling. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a reduction clamp broke today on (B)(6) 2015, during a procedure. The event took place while the surgeon was clamping down. The clamp broke through the handle; right through the screw holes. There was no alternative clamp available, but the surgery was successfully completed. No time delay was reported. There were no fragments left in the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient information is unknown device is an instrument and is not implanted/explanted. Service history review: lot 2155878/5161146: no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a service and repair evaluation was completed: the customer reported the handle was cracked at the second screw. The repair technician reported the synthetic screens were missing. Handle cracked/broken is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.